Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Reported issue: the balloon of the endotracheal tube was deflated causing a leak of the system. They proceed to reintubation, check the pressure position of the balloon and the anaesthesia procedure is resumed.

Event description:
Reported issue: the balloon of the endotracheal tube was deflated causing a leak of the system. They proceed to reintubation, check the pressure position of the balloon and the anaesthesia procedure is resumed.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.